Event description:
It was reported that this pacemaker exhibited an atrial pause of greater than two seconds. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.